Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported that the customer was hospitalized last year due to diabetic ketoacidosis, with blood glucose levels greater than 300 mg/dl. The mother stated that he also had flu-like symptoms and ketones. The customer had been laying on the couch, unable to do anything. Troubleshooting was not conducted as the customer was no longer using the insulin pump that he was using at the time of the incident. Nothing further was reported.